Event description:
Pump interrogation found that the pump had been stalling intermittently since (B)(6) 2015. On the date of this report, the pump was stalled. The patient had an increase in pain within an hour of the pump stalling. The pump was replaced. The patient was doing okay since her pump replacement. The device system was delivering fentanyl.

Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that in jan or feb of 2015, her pump had "messed up" clarifying that the pump "stopped giving medication" and this was due to "something with the motor" the pump was replaced. There were no symptoms reported at this time. No further complications were reported